Event description:
A malfunction code 12 occurred on the customer's pump. Blood glucose levels remained within the normal range, as they did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and no further malfunctions occurred after resetting. Customer was instructed to continue using the pump and to contact support again if the issue recurred, which the customer understood.